Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion/clog of foreign material to/in air/ water (a/w) cylinder the foreign material could not be identified. However, the likely cause of the reported event is due to the user could not perform reprocessing properly due to leakage from channel tube and remove the foreign material. The event can be detected/prevented by following the instructions for use (IFU) sections: detection method is described in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a seed inside the suction channel. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.